Event description:
Reportedly, the pt received inappropriate shocks on (B)(6) 2012. Interrogation of the associated ICD (paradym vr) on (B)(6) 2012, revealed a high pacing threshold (>IV) and lower than normal amplitude (4 to 6 mv). Oversensing episodes were also found by the physician in device memory. An x-ray of the implanted system revealed a possible connection problem with one of the leads. A re-intervention was performed, and a sharp bend in the lead body was observed near the connector. The lead was disconnected from ICD and measured by psa: pacing threshold 1.7v at 0.5ms; amplitude 4.4mv. The lead was cut to explant the connector section, and another lead was implanted.

Manufacturer narrative:
(B)(4) 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.